Event description:
It was reported that the 9800 system had poor image quality with the cine images. Also there was a collimator iris potentiometer error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and the system interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.